Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's spouse alleged that the patients implantable cardioverter defibrillator (ICD) did not work. The caller reported that the patient "had a cardiac arrest but the ICD did not shock and the patient died."